Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that a few weeks post implant, the patient received multiple inappropriate shocks. Lead fracture was observed. The lead was explanted and replaced. No further information is available.